Event description:
Patient was implanted with the nalu peripheral nerve stimulator system on (B)(6) 2023. During a post-op follow up visit it was noted by the physician that there was some discharge at all three surgical incision sites. Physician elected to remove the system. A full system explant was performed on (B)(6) 2023, the nalu representative present at the procedure reports no complications. Follow up on (B)(6) 2023 notes that the patient is healing as expected and requesting re-implant when able.

Manufacturer narrative:
There are no allegations of system or component failure or malfunction. The firm is not aware of any lab tests or cultures taken to confirm presence of infection. Poor healing of surgical incisions is a known inherent risk of invasive procedures and there is no indication that the nalu system caused or contributed to the malhealing.